Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator for spinal pain. It was reported that the patient was having problems with their system. The patient reported it seems to shorten out and they can feel a charge, then nothing, then sudden jolt. No further complications reported and/or anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was receivedfrom the patient. They stated the unit still does short out and it does jolt at times. They also stated they need to have their unit checked because it had never worked this way before. They provided their weight at the time of the event. No patient complications were reported as a result of this event.